Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the integrated electrosurgical unit (erbe) generator was unable to activate energy on both ports and replaced the referenced erbe generator to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the replaced product. The reported failure was confirmed and reproduced during functional testing. The unit was placed on an in-house system and was run in normal mode and failed confirmed a component failure.

Event description:
It was reported that during a da vinci-assisted unilateral hernia surgical procedure, multiple error faults on the integrated electrosurgical unit (erbe) generator were experienced. The customer received phone assistance from the technical support engineer (tse). Tse reviewed the system logs and confirmed the issue. The tse recommended a power cycle of the erbe generator when possible. The customer declined to further troubleshoot at the moment due to the surgeon not wanting to stop the surgery. Tse also checked to see how the erbe generator was powered, the customer stated it was plugged into a power strip. The tse recommended relocating the erbe generator power source into its own dedicated outlet if possible. The procedure was continued with no further reported issue. No known impact or patient consequence was reported.